Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg pocket had become superficial and was bothering the patient. The patient underwent surgical intervention to increase the depth of the ipg pocket on (B)(6) 2016 which resolved the issue.